Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done.

Event description:
Pt reported a leak of a lap-band adjustable gastric banding system tubing or port. The event was first noticed when the pt began gaining weight. The pt also reported that fluid was removed from the band and replaced and it was determined that "the fluid was leaking into their system." The pt stated that some of the removed fluid was "colored." The pt reported the event, and it has not currently been confirmed by a healthcare professional.